Manufacturer narrative:
One device was returned for repair with complaint of failed battery fallout test during preventive maintenance. There was no relevant service history or event history. The reported problem could not be confirmed through battery fall out test. The probable cause was a software problem. A customer provided 3rd party battery module depleted. Functions as normal on aa batteries. The device passed all testing criteria. Software updated.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the battery fallout test during preventative maintenance. There was no patient involvement.